Event description:
It was reported that this right atrial (ra) lead oversensed farfield signals, leading to inappropriate mode switching. No further information was available from the field. This device remains in service. No adverse patient effects were reported.